Event description:
It was reported that the patient had a battery replacement. The cause of the battery replacement was unknown. It was also unknown if reprogramming or troubleshooting were required. The manufacturing representative did not know of any symptoms the patient was having. The patient was doing well now with her stimulator and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).